Event description:
Caller reported a malfunction on the pump, preceded by a clock error for the app, which led to the pump malfunctioning. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump or mdi for insulin therapy until the replacement arrives.